Event description:
It was reported, "the filter/circuit popped off the side of the vent, but there was no alarm. Patient disconnected from ventilator with no alarm. Caregiver was in room at the time of event. However, no alarm heard. Unsure if caregiver silenced the alarm before anyone heard; or if no alarm occurred. When other caregivers entered the room, the silence led was lit on the display. Patient condition did worse during event." Additional information received from respiratory therapist. "Apparently, the patient became disconnected from the ventilator during routine am care. It is assumed that the cna (certified nurse assistant) silenced the vent alarm and began to troubleshoot the vent prior to calling for help." The manufacturer subsequently rec'd follow up information concerning the pt's condition. Reportedly, "the patient is doing fine with no allegation of pt harm."